Event description:
The spouse of the home patient (hp) reports disconnecting heater bag and re-spiking new bag onto already spiked heater line of homechoice set during apd treatment. The spouse reports hp was in hospital at time and that the spouse was instructed to change bags by physician. Baxter technician assisted hp in ending treatment and doing manual exchanges. No patient injury or medical intervention required per the spouse of hp.